Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the ventralex hernia patch may have caused or contributed to the events as alleged. Multiple good faith efforts have been made to contact the patient and request additional information. At this time no conclusion can be made. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the dates of implant and explant are estimated as the exact dates were not provided. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2018 the patient was implanted with a davol ventralex hernia patch. As reported, "the mesh failed and had to be replaced four days later."